Manufacturer narrative:
A review of device history record (DHR) for eut808030, lot# 551193 was conducted. This lot was manufactured on may 2012, and the expiration date is may 2014. This lot was 100% inspected with no defects detected that would relate to the reported incident. Additional information has been requested. Should it become available a supplemental report will be submitted. Not yet returned to mfg site.

Event description:
This trellis procedure was performed in the (B)(6). The proximal balloon burst during the procedure. A new trellis needed to be used to complete the case.